Event description:
The pt was implanted with a left ventricular assist device (lvad). It was reported by the vad coordinator that the pt experienced multiple alarms, including low flow and low voltage. The power module also alarmed yellow wrench for a brief period. The system controller and power module were exchanged. No further issues were reported.

Manufacturer narrative:
The system controller was returned to the manufacturer for evaluation. The system controller log file was reviewed and confirmed the reported multiple alarms. The system controller was functionally tested and it was found that movement of the black power lead at the connector end resulted in low battery and power cable disconnect alarms, as well as interruption in pump support while tethered to the power module. During further evaluation, the black power lead was found to have a compromised brown inner conductor (battery gauge line) at the connector end. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.